Event description:
It was reported that the surgeon attempted to insert a competitor's lens and the foam tip plunger overrode the lens and pulled it back into the injector. The lens did not appear to be damaged, however, the surgeon decided to use another lens. There was no patient contact.

Manufacturer narrative:
The specification for this custom perfusion tubing set was reviewed. The filter orientation was correctly specified. The placement of the filter backwards in the line was a manufacturing error, most likely caused by the operator connecting the tubing to the inlet and outlet of the filter and then reversing that "subassembly" as it was connected into the overall line. The personnel responsible for building this particular lot were indentified and retained to existing manufacturing operating procedures that specify the controls designed into the manufacturing process to prevent this type of misassembly. Since this pack was manufactured, the manufacturing operating procedures have been updated to specify build sequencing for arterial filter loops to prevent this type of reversal.